Event description:
It was reported that this right atrial (ra) lead had an ongoing history of farfield signal oversensing. Technical services (ts) reviewed possible causes and troubleshooting options. Technical services (ts) further ra lead evaluation and confirming ra lead placement. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).